Event description:
It was reported that far r-wave oversensing caused by auto mode switch events was observed upon review of a merlin.net transmission. Programming changes were made and everything was fine.

Manufacturer narrative:
(B)(4).